Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 01/2025) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the results of a clinical trial that two weeks and two days post endovascular arteriovenous fistula creation, during hemodialysis access circuit assessment on the subject fistula failure to mature within three months of the index procedure was noted. It was further reported that one month and eleven days after index procedure, at the time of hemodialysis access circuit assessment, it was found that the endoavf was matured by physical assessment. Reportedly the subject underwent second stage procedure to support maturation of the fistula. It was further reported that the subject reportedly expired due to cardiac arrest and the cause of death is not related to device, procedure and av access circuit.